Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (300 mcg/ml at 225.85 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. On (B)(6) 2015 it was reported that the patient was having a catheter revision. Additional information was later received and it was reported that the patient had a loss of therapeutic effect/loss of pain relief. During the revision, a pin sized hole/small leak was confirmed at the pump/catheter connection. The hcp thought that it may have been caused by a refill needle at some point. The pump connector segment of the catheter was replaced as was the patient's pump and ptm (personal therapy manager). The patient was doing fine and recovered without sequela. The issue was resolved.